Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transapical tavr procedure, a 23mm sapien xt valve was deployed with 2ml less than nominal volume. Post valve deployment, the mean gradient was 14.8 mmhg with no abnormality in valve function noted. During the 1-year follow-up examination, the mean gradient was 24.7 mmhg. At the 2-year follow-up examination, the mean gradient had increased to 55.8 mmhg. Due to the increased gradient, the sapien xt valve was explanted and a surgical aortic valve replacement (avr) procedure was performed. The cause of the increased gradient was unknown. It was speculated that leaflet degeneration may have contributed to the event.

Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. The explanted sapien xt valve was returned to edwards for evaluation. Visual inspection revealed heavy host tissue growth on both the inflow and outflow aspects of the valve. The host tissue restricted movement of the leaflets at all three commissures. Calcification was also observed on the x-ray of all three leaflets. The presence of calcification and host tissue restricted the mobility of all three leaflets. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the host tissue and calcification formation on the valve and the subsequent increased gradient 2 years post valve implant cannot be confirmed, however, it may be related to ongoing disease progression. No manufacturing non-conformances were found in the returned sample. In addition to the mechanisms described above, patient co-morbidities may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.